Event description:
It was reported that the pt did not receive any benefit from the lead in the right side of the brain. An impedance test was performed and values were greater than 10,000 ohms for each electrode combination of the lead. The trialing cable was exchanged and an impedance check revealed out of range values for only electrode 0. A new lead was implanted and, when tested, all impedance values were within normal limits. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).